Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading spiked up from 300's mg/dl to 400's mg/dl. The mother stated that the patient had issues with high readings earlier in the week. The mother stated that the patient was in the 200's mg/dl and then after doing a site change, the blood glucose readings spiked up. Swimming and high temperatures might have attributed to issues with the site.